Manufacturer narrative:
(B) (4): results - visual inspection of the returned product found pieces of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).

Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens and the lens was torn. Two lenses were used for this patient - see MFR report # 2023826-2009-0318. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.